Event description:
(B)(4) needed to contact you about ongoing issues we are having with a tdx spree. I just left early morning appointment with (B)(6) at (B)(6) acct# (B)(4). Replaced both motors 6 months ago. Replaced one motor 3 months ago. Replaced both motors 1 month ago. Also replaced batteries, joystick, and controller from dealer new stock recently as well trying to diagnose issue. Initial error codes were motor and control inhibited, intermittent stopping of chair. Needing to turn off/on, sometime would fix issue , sometimes not. I think motors were part of the problem initially. Since replacement of last motors, don't think we have gotten motor error codes. Continuing to get control inhibited error with intermittent stopping of the chair. I have talked with tech services several times as well as the dealer. We are at a loss trying to figure out the issue. Add the fact end user is 2 hours away from dealer, or course, so lots of down time. Family has been very patient with the process, but is getting more impatient as we are having difficulty diagnosing. They have not asked for replacement yet, but I don't think that is far off. I have a demo that could be used as loaner for short time. I asked eric what he thought about us bringing the chair back for our tech services to go through. He thought that would be the best idea, so the family would have some peace of mind that the chair is being diagnosed by our experts. I'm not sure what else to do at this point, but need to address.